Manufacturer narrative:
A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation; therefore, the complaint could not be confirmed and a root cause was not established. If the device is returned, a follow-up report will be submitted with the investigation results.

Event description:
The complaint is reported as: "the user found difficulties to inflate the cuff. We were not able to duplicate the incident." No patient injury reported.